Event description:
It was reported that the customer had blood glucose of 519 mg/dl at the time of reporting, which he treated with a bolus dose from his insulin pump. He stated that he was experiencing moderate ketones and that he would contact his health care provide about the situation. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.